Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements out of range. An upgrade system was planned for this patient; however, no actions have been taken at this time. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements out of range. An upgrade system was planned for this patient; however, no actions have been taken at this time. This lead remains in service. No adverse patient effects were reported. Additional information was received stating this rv lead has been explanted and replaced. No additional adverse patient effects were reported.